Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 will occur when the pump experiences a motor failure. System error 105 was confirmed and caused by a failed input/output printed circuit board (specific component was not identified). The failed input/output printed circuit board was replaced.